Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. The complainant reported that the implanted impella cp pump lost signal on second day of support. The optical signal loss did not cause any harm or injury. The device remained in use without causing any harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump and logs were not returned for investigation. Upon review of the data on the device it is apparent that the console is the potential cause of the issue. No problem was found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.